Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, high, out of range pacing impedance, noise, and loss of capture were observed. The lead was not implanted and was replaced. The patient was fine in the recovery room.

Manufacturer narrative:
Analysis was normal. No anomalies were found.